Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a ventilator inoperable condition. There is no reported patient involvement associated with this event.

Manufacturer narrative:
(B)(4). The customer ran the ventilator for 72 hours with no malfunction. The ventilator is back in service.